Event description:
Litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels.

Event description:
Update rec'd 6/5/2015 - ppd with medical records received. Part/lot information provided. This is the patient's second set of implants, as the original head, sleeve and stem were revised due to leg length discrepancy. The original cup implanted on (B)(6) 2009 and the head, sleeve and stem implanted on (B)(6) 2009 are reported on this complaint. The information received does not change the MDR decision. This complaint was updated on 06/16/15.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).